Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading at time of the call was 441 mg/dl. Troubleshooting was performed and the buttons were frozen. The battery was changed and the alarm continued. The customer reported that she went in the pool while wearing the insulin pump. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.